Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the cuff of endotracheal tube leaked and could not be inflated. There was no noticeable damage on the product or on its package. There was no patient involvement.

Manufacturer narrative:
H3: analysis found that visually, when returned, the pouch was open from 1 of 4 sides and contained only a size 6 emg tube. There was no damage noted in the construction of the tube. There were traces of clear residue found on the cuff. The wire harness was wrapped in tape paper when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and cuff inflated/deflated with no issues, no sign of leakage found. For further analysis, the inflated cuff was submerged under the water for leak observation and found no leakage. The inflation assembly was also submerged under the water for leak observation and found no leakage. There were no issues found during the analysis of returned product. A review of the global complaint data showed no other complaints about this lot number. Customer complaint was not confirmed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the cuff of endotracheal tube leaked and could not be inflated. There was no patient involvement. Additional information received stating that there was no noticeable damage on the product or on its package.